Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.